Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a gynecological procedure on an unknown date and mesh was implanted. The patient reported experiencing vaginal, rectal pain, burning, severe difficulties to empty bowel, chronic vaginal, rectal pain that radiates everywhere, chronic pain, tangled mesh and scar tissue operation, difficulties to sit, chronic pain, radiates and chafes up and down and another operation in 2016. The patient further reported experiencing chronic hard to treat pain issue, destroyed quality of life and sex-life, cannot sit, difficulties to walk, lay, sleep due to severe radiating pain. 5 surgeries due to side effects, tangled mesh and scar formation. The mesh finds its way out 5cm surgery in vagina, the mesh once again finds its way out toward thigh vaginally, surgery, nerve injury, high abdominal pressure discomfort, chafing, throbbing, pulsating, radiating. Severe muscle tensions in whole of pelvic region, vaginal scar formation, microscopic hematuria since surgery. Pain from coccyx that radiates up into the back, neck, in towards the stomach, down into the right foot, into the thigh, groin, out towards the hip under the buttock. The whole pelvis is drawn askew due to tensions from implant. A feeling of heaviness between vagina and rectum, feels like a brick between the legs. Mechanical fault, feels like the mesh is doing everything to get out, very painful 24 hours a day. Sleep issues. Physical and mental suffering at high level of invalidity. The patient underwent five procedures to treat the consequences, one which was for mesh removal. The patient reported there has been no difference since the additional procedures. No additional information is available.